Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient symptoms like a transient ischemic-like symptoms. The patient¿s heart rate would drop to 46 and then return to normal. The caller stated the transient ischemic symptoms occurred twice, once they were up in the mountains and once when they were carrying a suitcase. There were no further complications reported.